Event description:
It was reported that the hose that pumps water exploded when it started to purge through the device. There was a "bang" sound and there was smoke coming from the clutch between the machine and handpiece. There was no harm to the patient and the handpiece was changed to a new one.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has been returned and evaluated. A relationship between the device and the event reported was established. Visual inspection confirmed that the hose had ruptured, a functional evaluation was not possible due to the rupture. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances. These instances are being monitored to determine if additional actions are required. The versajet system is a high-pressure device, which uses saline in its operation. A buildup of oxidized saline on the interlock can corrode if not removed, this issue can contribute to the reported event. The instructions for use, details guidance on the maintenance and cleaning of the device. It is highly recommended that these instructions are followed to prevent re-occurrences of this type of event. This investigation is now complete. The root cause has been determined to be an individual component failure. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the hose that pumps water detached from the handle when it started to purge through the device. There was a "bang" sound and there was smoke coming from the clutch between the machine and handpiece. There was no harm to the patient and the handpiece was changed to a new one.